Event description:
It was reported that during a percutaneous coronary intervention, shaft break occurred. The 90% stenosed target lesion was located in the proximal end of the left anterior descending (lad) artery. A 15mm x 3.00mm nc quantum apex balloon catheter was used to treat the lesion. During the first inflation the shaft of the balloon broke and detached outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The nc quantum apex catheter was received inside an nc quantum apex shelf box. There was a complete separation of the hypotube. The hypotube separation was 44cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).